Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. During revision, the physician had difficulty finding a good location for the lead. After many times of pulling the screw back and forth it stopped moving. The physician was not able to extend the screw again. It was also difficult to get a stylet down the lead the entire way at this point. The lead was then removed, and a new lead placed. No additional adverse patient effects were reported. Additional information received from the field representative indicated that dislodgement was confirmed through x-ray after initial procedure made. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h6: device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did confirm helix difficulty and insert difficulty allegation was confirmed as helix mechanism test failed/stylet force gauge test failed due to bunched of polytetrafluoroethylenes (ptfe) and deformed conductor coils. Moreover, lead dislodgement was not confirmed. Furthermore, it was concluded that this is a cause traced to device design based on the observation of wrinkled/bunched insulation and offset rs- coils which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. During revision, the physician had difficulty finding a good location for the lead. After many times of pulling the screw back and forth it stopped moving. The physician was not able to extend the screw again. It was also difficult to get a stylet down the lead the entire way at this point. The lead was then removed, and a new lead placed. No additional adverse patient effects were reported. Additional information received from the field representative indicated that dislodgement was confirmed through x-ray after initial procedure made. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. During revision, the physician had difficulty finding a good location for the lead. After many times of pulling the screw back and forth it stopped moving. The physician was not able to extend the screw again. It was also difficult to get a stylet down the lead the entire way at this point. The lead was then removed, and a new lead placed. No additional adverse patient effects were reported. Additional information received from the field representative indicated that dislodgement was confirmed through x-ray after initial procedure made. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. During revision, the physician had difficulty finding a good location for the lead. After many times of pulling the screw back and forth it stopped moving. The physician was not able to extend the screw again. It was also difficult to get a stylet down the lead the entire way at this point. The lead was then removed, and a new lead placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.